Event description:
Ventlab received copy of medwatch form from user facility on 12/03/2001. Reported death of pt due to failure of ventlab resuscitator during resus. Attempts due to pts cardiac arrest. Ventlab vp contacted a rep at the hospital, who could give no info on incident, but had bag in their possession. Ra/qa contacted distributors rep. The rep knew nothing of the event but promised to retrieve bag from hospital and send to ventlab. Implicated sample received 12/04/2001.